Event description:
It was reported that pump did not detect cartridge during use, and no information was available about blood glucose readings at the time of the event. There was no reported impact to the customer¿s blood glucose level. Customer returned device, distributor confirmed that pump started, charged, connected to computer, and successfully delivered insulin without alarms, and customer received replacement pump while original pump, which was found to be in working condition, was returned for evaluation.